Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that faradrive connect was used to go transeptal. Upon removal of the connect dilator, blood/fluid was dripping out from the hemostatic valve continuously. Upon flushing physician pulled lots of air. The procedure was completed using another device (same model). No patient complications occurred. The product is not expected to return back as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.